Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found two struts slightly stretched and lifted off the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed (B)(6) 2016. It was reported that crossing difficulties were encountered.vascular access was obtained via the femoral artery. The 80% stenosed, 34mm x 2.5mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. Following the insertion of a non-bsc guide wire and 6f non-bsc guide catheter, pre-dilatation was performed with a 2.00x9mm balloon catheter resulting to 65% residual stenosis. A 38 x 2.50 promus premier¿ drug-eluting stent was then advanced but failed to cross the lesion. A buddy wire was attempted to track the stent down but was unsuccessful. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a proximal stent damage.